Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent inguinal hernia and fascia transversalis repair procedure on (B)(6) 2014 and suture was used. Following the procedure, the patient experienced pain and scar infection. Approximately two weeks after the procedure, the patient experienced blisters. The patient underwent several wound inspections before (B)(6) 2014. On (B)(6) 2014, suture extrusion was noted with no therapy. Inspection of the scars occurred and on (B)(6) 2014 the extruded suture was removed with forceps. On (B)(6) 2014, infection was noted in larger area. The patient underwent fluid drainage under local anesthesia, the wound was partially closed and dressing applied. The wound was inspected on (B)(6) 2014. Approximately 7 weeks after the hernia repair procedure, the patient experienced blister with approximately 5 cm fistula below. The patient underwent full revision and removal of suture. During the procedure, the suture was found intact within granulation tissue. The physician opines that suture may possibly have contributed to the infection. Testing is scheduled to determine if patient experienced an allergic reaction. The patient currently has an open healing wound.